Event description:
The customer stated that he went swimming while wearing the insulin pump and now the buttons are not responding. The customer stated that there is water underneath the liquid crystal display. The customer also mentioned that there are cracks on the case of the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage in the electronic assembly. Unable to test for the keypad anomaly due to the blank display. The insulin pump had a corroded motor home switch.